Manufacturer narrative:
(B)(4): the cause of the issue was identified to be a single contour kept in the edit mode and the software does not force the user to exit the edit mode before saving. When saving in this manner, the software incorrectly shifts to the location(s) of the last contour in the last region of interest defined in the organ list. The software was corrected and implemented to ensure that the contour editing mode is closed before exiting. This report was submitted on (B)(4) 2011.

Event description:
Philips received a complaint that alleged that as part of the user's standard CT simulation process for treatment of breast lesions, the user is able to draw a single slice structure. However, when the user saves the contour in edit mode, it shifts to the side.